Event description:
It was reported via phone call that the customer passed away at home. The customer was passed away on (B)(6) 2021. The caller stated that the customer had diabetes that might have led to the customer's passing. The customer¿s blood glucose was 8 mg/dl at the time of death. The caller stated that the customer went into coma while sleeping due to low blood glucose level. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. It was unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller stated insulin pump was not malfunctioning. Customer did not had sensor to use. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.